Event description:
It was reported that on (B)(6) 2013, patient was in the operating room undergoing removal of a femoral nail, spiral blade, four screws, end cap, and washer due to patient getting a total knee replacement. Total knee was pre-planned due to arthritis. It was reported that patient also had pain in the knee joint only, not due to any hardware. It was reported that the fracture was healed from the initial surgery. While removing the hardware, the surgeon noted that two of the four screws were broken. One screw was broken in the proximal end of the nail and one in the distal end of the nail, and both were in the static locking hole. All pieces were retrieved with the exception of 20mm of the shaft of the 5.0 x 40mm screw which was left in the patient. The surgeon attempted to retrieve the screw without success. The surgery was prolonged approximately one and a half minutes. The final result of the healed fracture was excellent. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This screw was provided in two pieces. The break occurs 26.44mm from the top of the head and provides characteristics for a definitive pairing of the two pieces. The thread major diameter has been flattened in the area of the break. There is also a raised wall behind the thread created by the break that matches perfectly with the corresponding piece. The break is clean - granular with no evidence of wear against the corresponding piece. The entire drive, head appears nearly pristine with no discernable marks in the drive or any surface of the head except for a slight removal of the anodize at the band. The shaft threads have compression of the major diameter nearly to the minor diameter beginning at the 9th thread. Threads 10 - 13 are also affected, although to a lesser degree. The thread on either side of the break has been flattened dramatically. The threads on the shaft portion have been affected also, but to a lesser degree, some with only anodize removal. There is a discolored area approx. 19.3mm from the tip extending to approx. 28.18mm. At approx. 19.3mm there appears multiple small indentations in the major diameter, some with material displacement, and these extend all the way to the tip. The flutes and tip have been similarly damaged. The dimensions that could be checked are within specification. Due to the type and extent of damage incurred, a complete evaluation is not possible.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. DHR was reviewed with no complaint related anomalies noted.